Manufacturer narrative:
The on/off switch was replaced, and the unit was returned to service.

Event description:
During depot repair, the ge healthcare technician found the unit reboots with the faulty on/off switch. There was no reported patient involvement.